Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was abraded at 8.3cm to 8.9cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right atrial lead exhibited insulation breach which caused ams episodes and noise. The lead was explanted and replaced successfully. The patient tolerated the procedure well and there were no complications.